Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose of 455 mg/dl, which was treated with insulin pump. Customer went to the emergency room, but was not treated. Customer administered a bolus and blood glucose went down to 190 and was sent home. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer was advised to call back when in receipt of tubing clamp in order to complete troubleshooting.